Event description:
It was reported that during a breast biopsy, the control module is not giving adequate suction. There was no patient consequence reported. Case was completed using the control module.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.